Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging for a replacement pump and ensuring that the customer's email information was updated to receive a field correction notice. Customer reverted to an alternative method of insulin therapy.